Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappears.